Event description:
According to the information, the pt had part of the tape excised 6 weeks prior to 2005 and came back in with severe abductor pain. Doctor performed an MRI in 2005 and will be testing for infection. Tape may need to be removed.